Event description:
It was reported that there was error 580 and the battery was critically low. The implantable neurostimulator (ins) started acting up 6 months ago, with inconsistent behavior. It holds charge 5 days, then 2 days, down to 0%. It has been displaying "o%" several times recently, unexpectedly. The battery was alleged to discharge very quickly. The ins was implanted in 2015. Stimulation was constantly on, however, the patient ticked and lost consciousness for 45 minutes due to sudden therapy loss. They were cuddling their child when they suddenly sacked to the floor and was unresponsive. Their partner couldn't get the programmer to link to the device. Once paramedics arrived, they managed to get the programmer to connect and flashed an error message 580. They were able to dismiss the message, which gave them the option to restart therapy and finally allow the charger to connect again. When they finally managed to connect the handset to the ins again and turned on the stimulation, they regained consciousness. It was reviewed that error 580 was a very rare error that may be related to a remote-control malfunction or a bug. They were advised to contact their hcp and provide them the error code. The handset might need to be replaced and the application logs should be sent for analysis. Additional information was received: it was reported that the patient's speech wasn't as fluent as usual and they were struggling even more than usual with coordinating their movements/communication. The patient had an appointment on december 12. The engineering team stated the 580 code is a telemetry sequence error which was likely caused by directly switching between the recharger and my therapy app while the previous workflows were still in progress, but more logs are needed to confirm. The 580 code is most likely not related to the ins charging speed issues. Additional information was received after the engineer reviewed the json session reports. They stated that there was no evidence of abnormal/rapid battery depletion. The report showed that the ins completely depleted from 75% battery on (B)(6) 2024 to 0% battery on (B)(6) 2024. On (B)(6) 2024 the ins was charged from 0-50%. On (B)(6) the ins battery was charged from 50%-75 in the morning and from 50%-100% in the afternoon. What this information above tells us is that the ins did last for 5 days at ~75% battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient used their remote control at the time of the 580 error. The cause of the battery depletion issue was the patient did not recharge their battery. The patient will come in clinic for teaching and education session on how to recharge their battery, date not confirmed, and will not be made available as the nurses will be taking care of it. The patient will not have an eeg. The issue has resolved and the patient has recharged their battery. No surgical intervention occurred or is planned. The cause of the investigate impedances was unknown, no further investigation will be done. No steps were taken to resolve the impedance issue and the impedance issue did not resolve. This information has been confirmed by the nurse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was error 580 and the battery was critically low. The implantable neurostimulator (ins) started acting up 6 months ago, with inconsistent behavior. It holds charge 5 days, then 2 days, down to 0%. It has been displaying "o%" several times recently, unexpectedly. The battery was alleged to discharge very quickly. The ins was implanted in 2015. Stimulation was constantly on, however, the patient ticked and lost consciousness for 45 minutes due to sudden therapy loss. They were cuddling their child when they suddenly sacked to the floor and was unresponsive. Their partner couldn't get the programmer to link to the device with an amber error/alert saying "critically low". They could not get the charger to connect to the battery. Once paramedics arrived, they managed to get the programmer to connect and flashed an error message 580. They were able to dismiss the message, which gave them the option to restart therapy and finally allow the charger to connect again. When they finally managed to connect the handset to the ins again and turned on the stimulation, they regained consciousness. It was reviewed that error 580 was a very rare error that may be related to a remote-control malfunction or a bug. They were advised to contact their hcp and provide them the error code. The ha ndset might need to be replaced and the application logs should be sent for analysis. Additional information was received: it was reported that the patient's speech wasn't as fluent as usual and they were struggling even more than usual with coordinating their movements/communication since the event. They are scared it is going to happen again. The patient had an appointment on december 12. The engineering team stated the 580 code is a telemetry sequence error which was likely caused by directly switching between the recharger and my therapy app while the previous workflows were still in progress, but more logs are needed to confirm. The 580 code is most likely not related to the ins charging speed issues. Additional information was received after the engineer reviewed the json session reports. They stated that there was no evidence of abnormal/rapid battery depletion. The report showed that the ins completely depleted from 75% battery on (B)(6) 2024 to 0% battery on (B)(6) 2024. On (B)(6) 2024 the ins was charged from 0-50%. On december 08 the ins battery was charged from 50%-75 in the morning and from 50%-100% in the afternoon. What this information above tells us is that the ins did last for 5 days at ~75% battery. The json report also showed investigate impedances.

Event description:
Additional information was received. It was reported that the patient's current device takes longer to charge. The patient averaged good recharge coupling throughout their recharge time. One thing to think about or remind the patient of is the battery percentages update in quartiles meaning in 25% increments (0, 25, 50, 75, 100). The most recent recharge sessions were: january 24th- charged from 25% - 100%, charge time 2.87 hours (2 hours and 52 minutes), january 31st- charged from 25% - 50%, charge time 28 minutes, january 31st- charged from 25% - 75%, charge time 1.09 hours (1 hour and 5 minutes), february 2nd- charged from 25% - 75%, charge time 1.07 hours (1 hour and 4 minutes), february 5th- charged from 25% - 50%, charge time 39 minutes, february 5th- charged from 50% - 75%, charge time 22 minutes.

Manufacturer narrative:
Continuation of d10: product ID a620 serial# unknown product type software product ID tm90d0 serial# (B)(6) product type accessory product ID wr9200 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.